Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1581 lead, implanted (B)(6) 2007; 4196 lead, implanted (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that they feel their device should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.